Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was being explanted due to normal depletion. The pocket was opened and the right ventricular (rv) lead was removed and the measurements were tested with the pacing system analyzer (psa). It was noted that the pacing thresholds were high and low pace impedance measurements were noted. The usage of this rv lead was discontinued and a new puncture was performed. Tortuosity of the blood vessel was severe and about two hours was spent until puncture was successfully done. The guidewire was able to be inserted in to the blood vessel, but the outer catheter of the sheath did not advance forward. One more hour had passed, thus the old rv lead which had a high pacing threshold values was then used again, and a new device was implanted successfully. The pacing thresholds had decreased. No additional adverse patient effects were reported.